Event description:
It was reported that a balloon rupture occurred. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was inflated at 6atm and 8atm respectively. However, it ruptured at the distal part upon third inflation at 12atm when inflated for 10. The device was removed without any problem by using the normal method. The procedure was completed with another of the same device. The patient was in good condition post procedure.